Event description:
The user facility reported that the side-tube detached from the main housing of 2 introducer sheaths during the same fistulogram procedure. Reportedly, there was no impact to the patient and the procedure was successfully completed without complications using a third introducer sheath.

Manufacturer narrative:
Results - based on user facility information and returned sample evaluation. Based on quality record and reserve sample evaluation. Conclusions - based on user facility information and returned sample evaluation. Based on quality record and reserve sample evaluation. The two involved devices were returned and evaluated. Visual examination confirmed that the tubing had detached from the introducer sheath housing, although there was evidence of proper bonding to the housing. Evaluation results of retained samples met the established product specifications for assembly and performance. A review of the device history record confirmed that there were no production related problem for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. While the cause of the reported event cannot be definitively determined based on the available information, the event description is consistent with over-pressurization of the tubing during injection. The device labeling does address the potential for such an event under certain circumstances in the warnings / precautions section of the instructions for use which states, "do not use a power injector through the side tube and 3-way stopcock." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow up. See scanned pages.